Manufacturer narrative:
Corrected data: in review, it was noticed that "no information" was mistakenly selected for section d9 of the initial MDR report; the correct selection is "no." Which should have been chosen. It was also noted that incomplete PMA/510(k) number was inadvertently entered in the section "g4" of the initial MDR report. This supplemental MDR is being submitted to correct that information. The following field was updated accordingly: section g4: PMA/510(k) number: p980040. Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: nov. 13, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found no issues that could cause or contribute to the complaint issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt model lens. No further evaluation was performed. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Section a4: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded, toric ii intraocular lens (iol) was implanted during cataract surgery in the left eye. Postoperatively, the patient experienced intolerable glare and poor-quality vision that could not be corrected beyond 20/40, even with glasses. These symptoms affected the patient¿s ability to perform daily activities, including driving at night. Attempts to adapt, such as walking around the clinic with trial frames, did not resolve the issue, and the patient reported a decrease in visual acuity. A slit-lamp examination identified visually significant lens opacity as a primary factor contributing to the reduced visual acuity. It was indicated that the patient has naturally occurring astigmatism and wanted to have reduced dependence on glasses. Therefore, elected to proceed with the lens explantation. The original lens was explanted and replaced with competitor's toric lens. The procedure was completed without complications. No patient injury was reported during the explantation, and no additional surgical interventions were required. No further information provided.